Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
During seeg surgery performed at (B)(6) on (B)(6) 2019 the vigilance device failed and the robot acted as if the vigilance device was pressed at all times, even when released. Due to the vigilance device failure, a collision occurred upon moving to trajectory 13 at approximately 4:00pm. The rosa instrument holder became wedged against the mayfied frame and shutdown. A reboot was attempted but shutdown as it tried to connect. The instrument holder was removed form the arm and the robot arm was cleared. The surgeon was able to proceed with the surgery another system reboot.

Manufacturer narrative:
It was reported that a collision occurred due to a vigilance device failure. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Investigation concluded that the vigilance device failure could not be confirmed. The subject analysis determined that the collision was due to a use error (mismanagement of the vigilance device). A second communication error was detected which was due to the previous collision.

Event description:
During seeg surgery performed at seattle children's on (B)(6) 2019 the vigilance device failed and the robot acted as if the vigilance device was pressed at all times, even when released. Due to the vigilance device failure, a collision occurred upon moving to trajectory 13 at approximately 4:00pm. The rosa instrument holder became wedged against the mayfied frame and shutdown. A reboot was attempted but shutdown as it tried to connect. The instrument holder was removed form the arm and the robot arm was cleared. The surgeon was able to proceed with the surgery another system reboot.